Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('malposition of essure device ¿ migration/migration of essure device ¿ unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included overweight, prolapse, scar and ovarian cyst. Concomitant products included levonorgestrel (mirena). In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), infection ("infection (other)"), rash ("rashes or skin conditions ¿ rashes"), nausea ("nausea"), tooth disorder ("dental problems"), muscle twitching ("neurological conditions or problems ¿ twitching"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain"), fatigue ("fatigue"), cyst ("other injury(ies) or complication (s),- cyst"), adhesion ("adhesions") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, rash, uterine leiomyoma, nausea, tooth disorder, muscle twitching, vaginal discharge, fatigue, cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adhesion, cyst, device breakage, device dislocation, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, infection, menorrhagia, muscle twitching, nausea, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2017; (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Ultrasound scan vagina - on an unknown date: other (please describe) - proper placement. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr pelvic pains, uterine fibroids". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: new pfs + mr received- new events added:abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction - hypersensitivity; infection (other); malposition of essure device ¿ migration; rashes or skin conditions ¿ rashes; reproductive system disorder or condition ¿ fibroid uterus; nausea; dental problems; neurological conditions or problems ¿ twitching; device breakage, expulsion of essure device; pain; vaginal discharge; perforation (fallopian tube(s)); fatigue; other injury or complication(s) ¿ cyst, adhesions, lower abdomen pain. Concomitant and historical drugs were added. New reporters were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube(s)); / malposition of essure device ¿ migration/migration of essure device ¿ unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included overweight, prolapse, scar and ovarian cyst. Concomitant products included levonorgestrel (mirena). In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), infection ("infection (other)"), rash ("rashes or skin conditions ¿ rashes"), nausea ("nausea;"), tooth disorder ("dental problems"), muscle twitching ("neurological conditions or problems ¿ twitching"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain"), fatigue ("fatigue;"), cyst ("other injury(ies) or complication (s),- cyst"), adhesion ("adhesions") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid uteus"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, rash, uterine leiomyoma, nausea, tooth disorder, muscle twitching, vaginal discharge, fatigue, cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adhesion, cyst, device breakage, device expulsion, fallopian tube perforation, fatigue, hypersensitivity, infection, menorrhagia, muscle twitching, nausea, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date-(B)(6) 2017; (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Ultrasound scan vagina - on an unknown date: other (please describe) - proper placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc(product technical complaint). After internal review, the events fallopian tube perforation and device dislocation were clubbed. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: unknown- essure was not in tube when it was removed;') and appendicectomy ('appendectomy') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2004 to 2006. Concurrent conditions included overweight, prolapse, scar and ovarian cyst. Concomitant products included levonorgestrel (mirena). In 2008, the patient had essure inserted. On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), genital infection bacterial ("bacterial infection"), urticaria ("rashes or skin conditions ¿ rashes"), nausea ("nausea;"), tooth disorder ("dental problems"), muscle twitching ("neurological conditions or problems ¿ twitching"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain"), fatigue ("fatigue;"), cyst ("other injury(ies) or complication (s),- cyst"), adhesion ("adhesions") and abdominal pain lower ("lower abdominal pain"), underwent appendicectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid uterus"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy,oophorectomy and appendectomy). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, hypersensitivity, genital infection bacterial, urticaria, uterine leiomyoma, tooth disorder, muscle twitching, vaginal discharge, fatigue and cyst outcome was unknown and the nausea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adhesion, appendicectomy, cyst, device breakage, device dislocation, device expulsion, fallopian tube perforation, fatigue, genital infection bacterial, hypersensitivity, menorrhagia, muscle twitching, nausea, pelvic pain, tooth disorder, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date-(B)(6)2017; (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Ultrasound scan vagina - on an unknown date: other (please describe) - proper placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: pfs received- new event migration of essure device location of device: unknown- essure was not in tube when it was removed was added. Pt of the event infection was updated into bacterial infection and rash was updated into urticaria. Outcome of the event nausea and abdominal pain was updated from unknown to recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.